Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer treated high blood glucose with a correction injection using multiple daily injections and planned to use this method as backup insulin therapy, while technical support confirmed replacement of pump.